Event description:
It was reported that a patient presented for an explant procedure. Prior examination of the patient's right ventricular (rv) lead had revealed signal artifact and rv lead fracture. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.